Event description:
New information received notes that during a generator changeout for eri, the lead was capped and replaced due to the high capture threshold.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 41.7cm was returned for analysis. Degradation of the optim sheath was noted at 12.1-14.8cm from the distal tip. The silicone insulation was intact at this location.

Event description:
New information received indicated that the previously capped lead was explanted due to unrelated infection on (B)(6) 2015.

Event description:
It was reported that the asymptomatic patient presented for follow-up with decreased pacing impedance and increased capture threshold. Device interrogation and isometric testing found no further issues. The patient is not pacemaker dependent and close monitoring will continue via merlin.net and clinical visits.